Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported that the system was not detecting an oval pupil. Company clinical support rep informed, after speaking with the technician, that the surgeon had lost pupil tracking but was able to figure out how to proceed and case was completed. Additional info has been requested.